Manufacturer narrative:
Device was received with partial display due to cracked lcd glass and cracked lcd controller . Blank display not confirmed. Unable to perform the displacement test, sleep current test, active current test and self test due to display anomaly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the battery cap was neither missing nor damaged. It was reported that the insulin pump was damaged. The customer was assisted with troubleshooting but display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.